Event description:
A report was received that the patient had pain at the ipg site and around midline incision site. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the pain could have been caused by the clik anchors as they were bulky for someone as skinny as the patient. The physician did not know what caused the pocket pain. No malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the ipg site and around midline incision site. The patient will undergo explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: 573551, description: infinion 1x16 perc lead kit-50 cm; model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).